Event description:
The pacemaker was reportedly interrogated in its box and found in standby mode.

Manufacturer narrative:
(B)(4).

Event description:
The pacemaker was reportedly interrogated in its box and found in standby mode.

Manufacturer narrative:
Preliminary analysis showed that the switch in standby mode resulted from data corruption caused by a cross-talk with another device. Recommendations have been provided to the complainant: the device should be returned in its box, so as to perform a re-initialization in our laboratory.

Event description:
The pacemaker was reportedly interrogated in its box and found in standby mode.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.